Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5054-52 lead; implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that, during a device change-out procedure, the right atrial (ra) lead had high thresholds when attached to the new device. The lead remains in use. No patient complications have been reported as a result of this event.